Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: partial deployment; time of malfunction: during preparation; symptoms/ae: none. It was reported that during prep the device was taken out of the package and found partially deployed. A second xceed device was used to complete the popliteal graft procedure without incident. No additional information available.